Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. It was reported that that the contralateral gate did not open correctly resulting in difficulties cannulating the contralateral gate. The angiogram revealed that the endurant gate was compressed/deformed when viewed from a lateral view. To cannulate the stent graft the physician obtained an additional brachial access body-flossing and snaring of the contralateral limb. Per the physician the deployment failure resulted in prolonged anesthesia, procedure time additional 90 minutes, significant blood loss, and radiation exposure. Per the physician the cause of the event was related to the device. The case was planned to use two devices; however the physician had to use two contralateral extensions rather than one. This contributed to blood loss which resulted in the patient needing blood transfusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the cause of the physician not using one of the devices that was originally planned was due the device not being delivered prior to the case commencing and was attributed to human error.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported contralateral gate not opening properly, leading to cannulation difficulties, an additional brachial access, and prolonged procedure time with blood loss, could not be determined from the films provided. The returned pre-implant films with 3d reconstruction did reveal that the patient had a long (>8 cm length) proximal neck that contained thrombus. The neck varied in flow lumen diameter from 21 ¿ 18 ¿ 28 ¿ 21 mm along its length. The films returned during implant did not show these reported events as they occurred, and the images were limited to the left-right viewing axis. The angio images showed that the gate appeared to have opened near the bottom (or possibly within) the small diameter neck. The contra gate opened on the left side, slightly postero-lateral, and appeared elliptical in the 2d (lt-rt) axis. The stent graft limbs near the level of the gate (~8.5 cm below the renals) measured ~22 mm across, and the diameter across the contra gate ring measured ~14 mm and did not appear compressed or kinked. This event appears most likely anatomy related; deployment of the bifurcate with release of the gate within the narrowed neck may have led to the reported events. No obvious issues with the bifurcate, gate, or any of the implanted devices observed in the films could explain the reported events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.